Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and there was an irrigation issue after the device had been used inside the patient. Prior to inserting the catheter, the device was properly flushed and on low flow. However, a high temperature error was observed during ablation. Upon removal from the patient, no saline flushing was observed at catheter tip. Manual flushing with the pump resulted in saline dripping instead of a full shower. The catheter was replaced and the case was completed without further issues. No patient consequences were reported.